Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator replacement procedure on (B)(6) 2019. Prior to the procedure, it was noted that the atrial lead had dislodged and could not capture. The lead was capped and replaced. The patient was stable.